Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vision (serial: (B)(6)) was chosen for implantation utilizing large flexnav delivery system (lot: 10531656). An abbott employee loaded the device. Fluoroscopic check of loading was performed. Heparin was administered and activated clotting time (act) was greater than 250 seconds. During the first recapture attempt within the anatomy, the capsule became deformed making it impossible to recapture. After this, the deployment wheel became stuck so the system had to be removed with the valve partially protruding from the valve capsule. The system was pulled into the descending aorta and the micro-adjustment wheel was used to close the gap; however, it could not be fully closed. The system was able to be removed without issue. Outside of the patient, blood clots were observed on the navitor valve and loss of radial opening force was suspected. Anticoagulant medication was administered to the patient. A replacement 35mm navitor titan vision (serial: (B)(6)) and large flexnav delivery system (lot: 10531656) were used to complete the procedure. There were no reported patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem, material deformation, and physical resistance was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, the reported physical resistance and material deformation appear to be related to the retraction problem. A cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.